Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. As received, the electrode belt was found to have a broken connector nut. The connector nut was cracked and did not allow proper mating of the electrode belt to the monitor. The root cause of the broken connector cannot be positively identified but likely resulted from excessive force applied to the trunk cable connection when the electrode belt was caught on the seat belt. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that his belt connector was not working properly. He stated that he was getting out of his car and the electrode belt was caught on the seat belt. The pt was provided with a replacement electrode belt.